Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced mesh erosion in the bladder, stone formation where mesh was exposed in the bladder, pain, urinary incontinence, and utis. It was reported that the patient underwent a stone removal procedure and mesh fibers identified in the bladder. The cystoscopy has been planned in three months. Additional information has been requested.